Event description:
It was reported that during an implant attempt, blood was "observed" in the distal end of the lead. There was concern about the leads "long term performance". Therefore, the lead was not implanted and another lead was used. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed on all the conductors. No anomalies were found.